Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinder, air and water channel, tip, and forceps stand, but the foreign matter could not be identified. There is a possibility that proper reprocessing could not be performed and the foreign object could not be removed due to leakage due to a pinhole in the insertion tube. A foreign object was confirmed inside the light guide lens, but the foreign object could not be identified. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to remove it through reprocessing. It is likely that the adhesive around the light guide lens has peeled off due to physical stress such as hitting the tip of the scope or dropping the tip, or chemical stress from the chemical solution used. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign object in the air and water cylinder and channel, residual liquid at the tip, foreign object inside the light guide lens and in the forceps stand. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.